Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (B)(6) 2010; 693565 implantable tachy lead (B)(6) 2010; 1056t competitor implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial (ra) lead fractured and had high impedance. The lead was capped and was replaced. No patient complications have been reported as a result of this event.